Event description:
Customer reported, the device issue was identified, during morning equipment check. With no delay to any patient procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation, and additional information received (identified via b5). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the image issue is likely, caused by a defective patient board set. In addition, the front panel switch malfunction is likely, due to peeling of the front panel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The reported power button issue was confirmed; the buttons were sticking due to peeling of the front panel and corrosion of the bottom chassis. There was no image when a cv-180 scope was connected; this occurred due to a faulty patient board set. In addition, the video connector pins were dusty and the software was version 3.01 (recommended updated version is 4.10). The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported the evis exera iii video system center had a sticking power button. The device was returned to olympus medical for evaluation. During testing, the device did not relay an image when a cv-180 scope was connected. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.